Event description:
"The physician was implanting the device near the left subclavian artery. He was in phase 1, the inner sheath was still inside the outer one in the descending aorta. At that moment he realized that the tip was separated from the clasping. So he decided to abort the procedure and he implanted another endograft. He had to recapture the tip with a snare. The femoral artery of the patient slightly damaged but he was abled to repair it with no injuries for the patient." Patient outcome: "as I wrote above, no injuries or consequences for the patient"

Manufacturer narrative:
Deivce lot number was corrected from b170404081 (relay plus thoracic stent-graft system) to b161214090 (relay nbs plus thoracic stent-graft system) - device lot number and measurements (36mm x 32mm) per initial complaint were confirmed with the initial reporter. Bolton medical is voluntarily reporting a device malfunction related to a relay nbs plus device. The relay nbs plus custom device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (B)(4).

Event description:
"By advancing the application stage 1 of the relay device the physician attempted to advance the inner sheath together with the stent graft in an already deployed stent graft (the anatomy was very angulated). This advancement was not possible as the tip of the delivery system stuck in the outer curve of the aortic arch. During this the inner sheath removed from the stent graft and the sent graft was partially opened. Due to this, a further advancement was impossible. The physician removed the whole system and used a second device to finalize the procedure successfully." Patient outcome: "patient is doing fine. No additional actions were necessary. "